Event description:
It was reported that powerpicc solo was leaking, upon further investigation by a nurse they noticed a small pinhole on the proximal end of the PICC. No injury to the patient, PICC was removed and disposed of. Course of treatment changed: yes; PICC was removed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that powerpicc solo was leaking, upon further investigation by a nurse they noticed a small pinhole on the proximal end of the PICC. No injury to the patient, PICC was removed and disposed of. Course of treatment changed: yes; PICC was removed. Additional information provided 4th may 2022: 5-may-2022 it was reported that staff advise this device was inserted 27/3/22 by one of our specialist inserters. Line was located in l) basilic vein. Staff called inserter 30/3/22 ¿ advised leaking evident from under dressing when line being flushed. On inspection after withdrawing line 5 cm, there was a pin point hole visible 3cm beyond skin insertion point. Securacath was located another 2cm away from the insertion point and the not in contact. Line was replaced using over the wire technique, the same day. Unfortunately an assistance discarded the line at time of removal.